Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. The customer's blood glucose was 109 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to MRI. The customer stated that the displacement test failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a broken force sensor was detected during seating or regular delivery error alarmed during rewind due to motor encoder signal out of phase. Unable to perform the self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement due to a broken force sensor was detected during seating or regular delivery error alarms. (B)(4).